Event description:
Report received indicated that the patient experienced blistering with initial itching that diminished at the outer right edge of device. Area is one inch x 1.5, one inch from stoma. The patient experienced the condition during a period of 3 days prior to complaint receipt. Patient externally adheres device with hy-tape and treated with neosporin, allkare protective barrier wipe, caladryl lotion. Patient outcome not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.